Event description:
It was reported that the device had no voice prompts and it would not power off when the lid is closed. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device, and could not duplicate the reported failure. After extensive testing, there were no problems found. It was observed that an excessive amount of flux from the internal battery installation was present. The root cause of the reported condition could not be duplicated. The customer received a replacement device.